Event description:
It was reported that an 8110 pca was affected by syringe sizer recall. There was no reported patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Additional information: device available for eval?, device return to manuf?, device eval by manufacturer?, if other specify, returned to manufacturer on, remedial action required, remedial action #, imdrf annex a,b,c & d grid, manufacturer narrative(DHR statement). Omit: a140504 - inaccurate delivery (2339), b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : see manufacturer narrative.

Event description:
It was reported that an 8110 pca was affected by syringe sizer recall. There was no reported patient involvement.